Event description:
It was reported that during implant the physician had difficulty inserting the lead into the device connector. After several attempts to fully insert the lead in the header, there was still noise on the right ventricular pace/sense channel. After completely removing the set screw, the lead was able to be fully seated into the device header. The set screw was replaced and silicone was used to backfill the screw. Following this, the right ventricular thresholds, sensing, and impedances were normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead (B)(6) 2013. (B)(4).